Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6)2014 to report that the receiver displayed a hardware error on (B)(6)2014. At the time of contact, patient did not report any injury or medical intervention.